Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced. The product will be returned.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed leak test. The insulin pump leaked at the edges of the keypad overlay. The insulin pump was received with intermittent buttons due to corroded keypad traces. No stuck button alarm noted. The insulin pump was received with missing display window cover. Unit received with fading serial number label. The insulin pump was received with minor scratched display window and case.